Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt had fluctuations in loudness for some weeks, so that she did not wear the speech processor any more. The external parts were checked. Testing showed that the device has malfunctioned. An accident or trauma is not known. The pt was reimplanted on (B)(6), 2011.